Manufacturer narrative:
This device remains implanted and out-of-service, and as a result, laboratory analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to the elective replacement of the cardiac resynchronization therapy pacemaker (crt-p), it was noted that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture. No visible lv lead fracture was seen on x-ray imaging. Given the age of the patient, the physician decided to continue with the elective replacement of the crt-p only. The lv lead was deactivated and the pacing mode was programmed to "rv only." No adverse patient effects were reported. This lv lead remains implanted and out-of-service.